Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/10/2019. During troubleshooting with the manufacturer's field service engineer (fse), the customer noted that the battery was close to 5 years old (battery life expectancy is 5 years). The fse recommended that the customer replace the battery. The battery was replaced and the issue was resolved.

Event description:
It was reported that the device failed the battery test during the performance verification test (pvt). It was reported that there was no patient involvement.